Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - ni. Brand name - ni. Device code - ni. Device info - ni. Date implanted - ni. Date explanted - ni. Initial reporter - the article was written by robert k. Whittaker, ahmed zaghloul, harry s. Hothi, imran a. Siddiqui, john a skinner, and alister j. Hart. PMA 510k number - ni. Manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, "clinical cold-welding of the modular total hip arthroplasty prosthesis" which aimed to examine the factors that influence the formation of a clinical cold weld. The article also investigated the effectiveness of current intraoperative equipment at separating the modular head from the femoral stem, the force needed to mechanically disassemble the modular head from the femoral stem, and to correlate the difficulty of head-neck separation. An unknown number of cases were identified that experienced an unknown delay in procedure or the surgery was abandoned due to the modular head and femoral stem being cold-welded. There has been no further information provided and the patients outcomes are unknown.